Manufacturer narrative:
This product (evolution 3e ventilators) is not distribured in the USA.

Event description:
- Hospital informed us that after about 5 hours running on their patient, there was "tf-02, blower failure" alarm and it stop ventilating. So they have tried to restart it many time but still got that alarm. - 3 days later we visited the hospital and tried to power on and it ran okay at the beginning. But when we cycled few times and went to "patient setup" screen then the "tf-02, blower failure" occurs again. - we have replaced a good control board and run it on this faulty ventilator for about 05 days continuous and the result is the ventilator still operating normally. - we have checked reverse: we have checked the suspected faulty control board on the good ventilator evolution 3e and the result is the machine still happen this error.